Event description:
An acumed hub cap plate was implanted. The patient developed signs of median nerve compression twelve weeks post operatively. The patient did not respond to rest and splintage. Carpal tunnel surgery was performed thirteen months later. Symptoms have not recurred.